Event description:
Customer reported experiencing issues with pump charging, requiring multiple attempts to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer declined any follow-up assistance.